Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. Just after deployment of the wds, a small, mobile clot formed on the face of the implant. It was noted that the patient's activated clotting time was 160 just prior to deployment despite having administered heparin 8,000 units. It was discovered after the procedure that the intravenous line used for the initial heparin bolus was infiltrated. The patient was planned to be left on the heparin drip overnight. There were no signs of stroke upon extubation and waking of patient.